Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 400 mg/dl. The customer removed the infusion set during the call and the cannula was bent. The customer was advised to change the infusion set. Nothing further was reported.